Event description:
Performing video swallow on small adult, the fluoroscopy arm moved too low and the obstruction alarm sounded, and control to move the fluoroscopy stopped (safety switch). However, patient's legs were trapped under the equipment. Chair could not be lowered to free patient.in review, there was a safety switch on the main console and on the remote to allow the fluoro arm to be moved up, but staff were not aware at the time.